Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: 3387s-40, lot# v270501, product type: lead. Product ID: 3387s-40, lot# v270501, product type: lead. Product ID: neu_ins_stimulator, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that after the patient¿s implantable neurostimulator (ins) and both extensions were replaced, low impedances of 20 ohms was measured on electrodes 8 and 10. The patient was not using those electrodes for therapy and the manufacturing representative had advised the healthcare professional to avoid using the electrodes. The other electrodes seemed to have viable impedances. The low impedances had not resolved and the cause of the low impedances was not determined. No lead fractures were noted and no troubleshooting, intervention, or other actions had been taken. The patient was doing fine and they were receiving effective therapy.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.